Event description:
It was reported that the filter was broken and led to leak. No serious injury was reported in connection with this incident.

Event description:
Additional information provided indicated that the event occurred prior to use with the patient.

Manufacturer narrative:
One smiths anesthesia conduction kit was returned for analysis. The reported filter was visually inspected, and no defect was observed. Then the filter was flushed by a syringe filled with water and leak from central part of flat filter immediately occurred. Other lots that were manufactured around the same time as the effected lot were tested and revealed no leak or damage/deformation. A review of the device history records shows there were no observations recorded during manufacturing to suggest an issue of this nature would occur with this lot of product.

Manufacturer narrative:
Evaluation summary: the customer's reported flat filter was visually inspected and no defect was observed. The filter was flushed via syringe filled with water and a leak from the central part of the flat filter immediately occurred. The oldest on hand lot with manufacturing date closest to the date of the affected batch as well as the newest on hand lot were sample tested (32 pieces tested and 50 pieces tested, respectively). No leak or damage/deformation was observed. Trend review was performed and this failure was deemed as an isolated incident only. Furthermore, a review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Therefore, the customer's reported problem was confirmed but the root cause remains unknown.

Event description:
Additional information received indicates they discovered the product fault prior to use with a patient.